Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was difficult to push down, the customer needed to press the wake button multiple times before the pump screen turned on. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Blood glucose level was 124 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available.